Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated they threw the utilities menu and down arrow was unresponsive. Customer stated they cannot do bolus and not sure if they were getting insulin from it. Customer stated they could not hear anything as insulin pump did not beep. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.